Manufacturer narrative:
(B)(4). The actual sample was not available. A companion sample is available and has been requested. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) cycled power and got a se 2367 and cycled power again. The system error did not repeat. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to a system error 2240 alarm and he said he was able to complete therapy fine the next day after starting over with new supplies. He said he completed therapy that day with manual supplies. He did not notice anything unusual with any of the previous supplies. Since then he has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.